Event description:
It was reported to baxter (B)(4) that a folfusor sv2.5 device was leaking before use. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed and the root cause could not be determined. Batch review determined that no nonconformance reports were opened during manufacturing of this device. A follow up report will be submitted if additional information becomes available.